Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer site reported 3 events related to incorrect reporting of patient results due to the lab tech transcribing patient test results from the ui screen instead of verifying the result from test reports of xpress 6.1 software system. Two events were from young children who reported for evaluation in the ed; one event was a false positive result and the other event was a false negative result. The third event involved a patient scheduled for post-op wound debridement and surgery was delayed due to initial false positive result. When the actual result was reported, patient received surgery. In all three events there was no known harm to patient. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer site reported 3 events related to incorrect reporting of patient results due to the lab tech transcribing patient test results from the ui screen instead of verifying the result from test reports of xpress 6.1 software system. Two events were from young children who reported for evaluation in the ed; one event was a false positive result and the other event was a false negative result. The third event involved a patient scheduled for post-op wound debridement and surgery was delayed due to initial false positive result. When the actual result was reported, patient received surgery. In all three events there was no known harm to patient.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer site reported 3 events related to incorrect reporting of patient results due to the lab tech transcribing patient test results from the ui screen instead of verifying the result from test reports of xpress 6.1 software system. Two events were from young children who reported for evaluation in the ed; one event was a false positive result and the other event was a false negative result. The third event involved a patient scheduled for post-op wound debridement and surgery was delayed due to initial false positive result. When the actual result was reported, patient received surgery. No patient harm reported for all 3 events. As there were both false positive results ((B)(4)) and false negative results ((B)(4)), this event triggered a potential adverse event upon cepheid's awareness. This case was then further reviewed at cepheid's medical advisory board meeting with the decision that the reagent results were accurately linked to the correct patient ID. The user failed to confirm patient test result against patient identifier prior to reporting results. Likely root cause(s): operator error when transcribing patient test, user did not upgrade software non functional defect. If this product malfunction were to recur, it would not lead to death or serious injury according to the product safety reference: d41712 xpert xpress cov-2-flu-rsv product safety reference. Communication of residual risk to the operator are found in section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU documents, false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment.to be noted: the customer did not provide product specific information for this complaint therefore information for the reagent lot number, manufacturing date and expiration date are not recorded in this report. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov- 2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.